Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown. The customer's mother stated that patient was hospitalized for 2 days in a diabetic coma. The customer doesn't want to talk with helpline group regarding hospitalization.